Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade right IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Creases/folding of implant: crease fold is observed on the device. Additional observations: deformation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.

Event description:
The device has been explanted.